Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: the most probable root cause for the unit having debris (dry liquid) in the socket air tubing was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the product was observed to contain debris (dry liquid) inside the socket air tubing. There was no patient involvement.